Event description:
Health professional reported a lap-band "erosion" first noticed when the patient reported "upper quadrant pain." The lap-band system was removed and not replaced.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Erosion and pain are surgical/ physiological complications and analysis of the device generally doss not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of erosion as follow: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."